Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "I have these little spells and it feels like something beats, and I am pretty sensitive, and I am wondering about if I have had sensations of atrial fibrillation (af)"...."it is not like how my af used to be". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.